Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Eight years, three months, and eleven days post filter deployment, it was alleged that the filter had tilted and the filter struts had perforated the inferior vena cava wall and one of the strut had abutted the aorta. However, the device has not been removed and there have been no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and three months later, a computed tomography of abdomen was performed which showed filter tilted and appeared to abut the posterior wall of the inferior vena cava. The study also showed that the distal struts appeared to extend beyond inferior vena cava wall up to 7 mm and one abuts the aorta. In addition to injuries, there appeared to show possible involvement with the duodenum and vertebral body. Therefore, the investigation is confirmed for the reported tilt and perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2013) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.